Event description:
It was further reported that target leison 1 (32 mm long) was identified in the proximal left anterior descending (lad) with 75% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 2.75x32 mm taxus express2 8.8% drug eluting stent, reducing stenosis to 0%. One day post index procedure, the pt developed chest discomfort with ECG changes and underwent repeat cardiac catheterization which revealed, widely patent stent in the proximal lad, 40% stenosis distal to the stent in the proximal lad, 30% stenosis in the proximal rca. Haziness in the cx ostium with no significant proximal disease in the left cx. The ivus catheter was unablet to cross the previously stented area. There were no cks drawn during the hospitalization. The pt had elevated cardiac enzymes which the site would like to report as an myocardial infarction (mi). No add'l labs were drawn. The pt was managed by the pulmonary service for shortness of breath post index procedure which was felt to be due to congestive heart fialure. The pt was dishcarged on asa and plavix therapy four days later. In the opinion of the physician the relationship of the mi to the taxus stent is "unknown", and the relationship to target vessel is "unknown".

Event description:
Target lesion 1 was a region to the proximal left anterior descending (prox lad) artery that was 3.0mm and 75% stenosed. The lesion was not predilated. The physician successfully placed one taxus express2 8.8% 2.75x28mm drug eluting stent without complication. The next day, prior to discharge the pt experienced a non q-wave mi. The pt was discharged four days later on plavix and aspirin. In the opinion of the physician the relationship of mi to the taxus stent is "unknown", and the relationship to the target vessel is "unknown".